Manufacturer narrative:
As reported, the remainder (shaft) suture hook is not expected for evaluation, as it was discarded at the user facility following the original surgery on (B)(6) 2014. However, the broken tip was received on 11-aug-2014 for evaluation. Visual inspection of the returned "broken" tip confirmed the reported breakage and found the tip was broken off at the weld. Further analysis of the broken tip by the supplier quality engineer showed the weld was well within the manufacturer specifications for hardness. Micrograph review of the area of the breakage on the broken tip found evidence of material movement from an angular force, which suggested that the suture hook "snapped off" in a manner that is consistent with excessive force being applied to the tip during use and verified the reported problem as described on the incident description "i.e. Tough tissue and twisting the tip of the hook through hard bone until it snapped". Based on the investigation findings and all available information, it is believed that the most likely cause of tip breakage was unintentional user-related. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. A 2-year review of complaint history for this device family from 01-aug-2012 to 12-aug-2014 showed there have been no other similar adverse effect reports received. During this same time frame approximately (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode (B)(4). To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Manufacturer narrative:
As reported, the remainder suture hook was not expected for evaluation, as it was discarded at the user facility following the original surgery on (B)(6) 2014. The broken tip, which was removed on (B)(6) 2014 and has been returned to the manufacturer for evaluation. To date, the investigation is still in progress and a follow-up and final report will be filed upon completion of the investigation.

Event description:
The customer reported that during use of this spectrum ii suture hook, 45 degree right, disposable in a shoulder stabilization repair procedure on (B)(6) 2014, the tip of the hook broke off in the patient and could not readily be located. The surgeon was determined to complete the surgery and elected to leave the broken hook in the shoulder with an indication that x-ray will be taken later and a mini open procedure will be performed at that time to remove the tip. The patient was described as a muscular male, mid 20' with a "big shoulder" and "tough tissue." The representative, who was presented in the case reported that at the time, the surgeon placed the hook through the tissue, hit the bone, kept on twisting, and the tip of the hook broke off. Reportedly, the procedure was completed as planned, and the patient was discharged as per routine procedure. Further follow-up with the user facility revealed that a second surgery was performed on (B)(6) 2014 and CT scan showed the broken suture hook was sitting in the glenoid cavity, which was successfully removed via a lateral portal. As reported, the patient's outcome following the second surgery is otherwise as originally expected.